Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient has had a series of revision surgeries. The initial surgery was in 2008, the patient was then revised in (B)(6) 2011, (B)(6) 2016 and (B)(6) 2018, in addition to the most recent revision reported. Left hip.